Manufacturer narrative:
The customer cancelled the service call. The reported problem was cleared by the customer. The system is operating as intended.

Event description:
The customer reported that the stenoscop system exhibited a crackling noise and a burning smell. The customer shut down the system. No patient injury was reported.